Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: the journal article stated the stem had impingement on the converge shell which may lead to pain, but did not provide other details on this event. Based on the provided information, although not proven,the most likely cause for pain is from the reported impingement to the shell; however, cause cannot be definitively determined. Evaluation codes: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.